Manufacturer narrative:
(B)(4). Investigation results: visual examination of the complaint device noted the device was returned without the over sheath. Some kinks were found at the distal section of the catheter. Microscope examination was performed at the distal section of the device, and it was observed under high magnification that the clip assembly got stuck onto the bushing. This failure is likely due to factors or conditions related to procedure during the use of the device that could have affected its performance and its intended purpose. Therefore, the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used during an endoscopic submucosal dissection (esd) procedure performed in the esophagus on (B)(6) 2019. According to the complainant, during preparation, the clip could not be opened. The procedure was completed with another resolution clip device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable. Investigation results showed that the clip assembly got stuck on the bushing; therefore, this is now an MDR reportable event.